Event description:
A customer's family member reported that the customer was receiving erratic readings on his adc meter. Readings of 438 mg/dl, 389 mg/dl, 376 mg/dl, 175 mg/dl and hi (>500 mg/dl) were reported. All tests were performed on the finger. When plotted on a parkes error grid, the results fell into the "c" zone, indicating that the difference in values was clinically significant. As a result this issue, the caller stated that on (B)(6), 2011 at 5:00pm the customer "fell down from dizziness", and experienced a loss of consciousness "because he did not know how much insulin to take due to the readings he got". No third-party medical intervention was reported. The customer self-treated with "a diet coke". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1172226) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.